Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the battery pack and power cap module. Identified components replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system displayed a "charger error" and required reboot of the system. No pt injury was reported.